Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset, the customer alleged that the leak is at the exit of the guide needle. The customer experienced elevated blood glucose results. The product was not expired at the time of the event.